Event description:
Customer reportedly obtained results of approximately 300mg/dl and approximately 100mg/dl within 10 minutes on the advantage/voicemate system. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.